Manufacturer narrative:
(B)(4) date sent 9/29/2025 d4 batch #225c20 b3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The lot/batch history records were reviewed and certified by external manufacturing for 225c20, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.